Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that after firing the first load and removing off the robot arm, the jaw remained stuck closed. The customer then replaced with another stapler, where the same thing happened again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the customer informed they would cancel the return of the instrument.